Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Gauze on the tampon came off and was stuck in body [foreign body in reproductive tract] I took out the tampax pearl and the gauze on the tampon came off and was stuck in body [complication of device removal]. Gauze on tampon came off [device breakage]. Case description: consumer called stating the gauze came off the tampon when she took it out. No serious injury was reported.